Manufacturer narrative:
Reporter is a j&j employee. Investigation summary: visual inspection: the sliding mechanism (p/n: 314.291, lot #: 2108734) was returned and received at us cq. Upon visual inspection, it was observed that the handle was broken and the broken fragments were returned. No other issues were observed with the returned device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Service and repair evaluation: it was reported that on an unknown date, the sliding mechanism, collinear clamp handle broke. The repair technician reported the device handle is cracked and broken. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed: sliding mechanism (current), (B)(4) (manuf.) Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the sliding mechanism (p/n: 314.291, lot #: 2108734). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 314.291, lot # 2108734, manufacturing site: (B)(4), release to warehouse date: nov 16, 2004. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an unknown procedure, the sliding mechanism handle broke. There was no patient consequence. This report is for one (1) sliding mechanism. This is report 1 of 1 for (B)(4).